Event description:
It was reported via repair work order that the scale reading fluctuates due to the scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.